Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Mo l, ma g, dai c, et al. Endovascular recanalization for symptomatic subacute and chronically occluded internal carotid artery: feasibility, safety, a modified radiographic classification system, and clinical outcomes. Neuroradiology. 2020;62(10):1323-1334. Doi:1 0.1007/s00234-020-02458-0. Medtronic literature review found a report of patient complications in association with an echelon microcatheter. The article does not state any technical issues during use of the catheter. Ancillary devices included a synchro 14 guidewire and wallstent. The purpose of this article was to evaluate the feasibility and safety of endovascular recanalization for symptomatic subacute and chronic internal carotid artery occlusion (icao). The following intra- or post-procedural outcomes were noted: one patient experienced asymptomatic distal embolism seen during the intervention on angiography. Revascularization was successful, and this did not lead to severe neurological damage, disability, or death. The patient¿s mrs score was 1 preoperative, 24 hours post procedure, and 7 months following the procedure.